Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, cgm reconnected and functioned normally without further error, and customer was advised to call again if issue returned, which customer acknowledged and understood.